Manufacturer narrative:
Upon visual inspection, the device was found to have corroded sockets. The device will be repaired and returned to the user facility.

Event description:
It was reported that prior to a procedure the tps micro driver ran without user activation after the trigger was released. It was reported that the procedure was completed successfully utilizing back-up equipment. No medical intervention and no adverse consequences were reported with this event.